Event description:
It was reported: patient had bilateral knee replacement surgeries done in 1999. Pt has had considerable pain in both knees since the original surgery. Multiple corrective surgeries reported on the left knee, but no confirmation on surgery dates or details available.